Manufacturer narrative:
Lot #: the customer reported two suspected lot numbers 21d28h93 and 21d07h93. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the titanium adapter and the patient connector of a peritoneal dialysis (pd) transfer set; further described as ¿titanium very loose¿. This was observed during use of the device for pd therapy. When the loose connection was found, the pd nurse tightened the connection to the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these two suspected lot numbers 21d28h93 and 21d07h93. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.